Event description:
(B)(4). The essure implant was recommended by my ob/gyn and implanted on (B)(6) 2010. Months after my surgery, I started feeling extreme fatigue, anxiety and constant cramping. Over the years I have experienced the following symptoms the are current to date: cramping in lower abdomen, continuous sharp, stabbing pains on both left and right abdomen, constant discharge, hot flashes, painful ovulation, night sweats, loss of libido, painful and irregular periods, incontinence (discussed with new ob/gyn with no resolve), urgent and frequent urination, itching and burning, breast pain and tenderness, abdominal spasms and ghost flutters, pack and joint pain, arthritis in joints, all over body aches, severe bloating, metallic metal taste in mouth, heartburn, weekly migraines, dizziness, tingling sensation in fingers and toes, brain fog - cloudiness, dizziness, forgetfulness, anxiety, mood swings, unexplained and easy bruising, heart palpitations, swelling of hands and feet, insomnia, extreme weight gain (even with exercise and healthy eating), sleep apnea, swelling in face and lips, muscle spasms, vision issues such as floaters, blurred vision, dry skin, and severe fatigue. I have been to my primary doctor multiple times with a list of these issues, had bloodwork done, and no resolution. Levels always coming back normal. New ob/gyn has been no help on issues either. Extremely frustrating!! I want my life back to normal for not only my family but myself!